Event description:
On (B)(6) 2024, leica biosystems melbourne received the following information from the distributer field service engineer, (B)(4): "according to customer there was 70 % etoh in bottle 3 so they had to re-process." The following additional information was recorded: "70 % ethanol was used as last ethanol step before histoclear (xylene substitute). When user was changing reagent in bottle 3 with 70 % ethanol, peloris registered botlle [sic] 3 to ethanol (100 % ethanol). User tried to replicate how they remote fill/drain reagent to bottles when they change reagent. They would have to press 3 times to reagent type (which they normally don't do and didn't knew how to change in operator mode) before it would change from 70 % to 100 % and they claim they haven't done that." On (B)(6) 2024, the fse visited the complainant's site to assess the operation and function of the instrument and documented the following: "when they change bottle via remote fill/drain it seems that it requires a number (3) of press on buttons in the sw to change to ethanol instead of 70 %. The user told me that they didn't go in the reagent type and make the change to ethanol." The assigned fse documented that the affected patient tissue was derived from one (1) "[protocol name]" protocol comprising 50 cassettes, executed in retort a which started at 14:43 on (B)(6) 2024 and completed at 06:38 on (B)(6) 2024 and one (1) "[protocol name]" protocol comprising 7 cassettes executed in retort b which started at 15:50 on (B)(6) 2024 and complete at 06:37 on (B)(6) 2024. The type(s) and size(s) of the affected patient tissue samples were documented as "mamma (50 cassettes) + prostate (7 mega cassettes)", and "30 x 20 x 3 mm", respectively. The tissue artefact was described as "the tissue has shrunken. Furthermore when embedded they couldn't get the sectioning (the tissue wasn't able to stick to the paraffin)". The affected tissue samples were reprocessed by "reversed - paraffin xylene 100% 96% 70%". The customer measured the ethanol concentration in bottle 3 (70% ethanol) using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. Bottle 3 (70% ethanol) had a measured ethanol concentration of 70% and an instrument software concentration of 100%. On (B)(6) 2024, leica biosystems melbourne received information from the distributer field service engineer, pathology that "currently 2 patients (maybe more coming)" were not able to be diagnosed and "rebiopsy [sic] isn't possible". Neither an identifier, age or date of birth and gender for the patient case(s) where "rebiopsy [sic] isn't possible" nor information as to the impact on a patient(s) will be provided to leica biosystems; on (B)(6) 2024 the complainant declined to provide this information to the distributer field service engineer,(B)(4).

Manufacturer narrative:
The root cause for the sub-optimal processing of patient of patient tissue samples reported from the affected runs was a use error, which occurred at 07:37 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in reagent bottle 3 (70% ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs shows that bottle 3 (70% ethanol) was not in contact with the corresponding sensor for approximately four minutes and 10 seconds at 07:33 on (B)(6) 2024. This period of time is sufficient to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual. Information available indicates that "...there was 70 % etoh in bottle 3...". Based on this information, the concentration of the reagent in bottle 3 (70% ethanol) would have remained at 70% at 07:37 on (B)(6) 2024, which is below the minimum ethanol concentration of 98% required for use in the final dehydration step of a protocol. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Due to the use error detailed, the reagent in bottle 3 (70% ethanol) with an ethanol concentration of 70% was used for the final dehydration step in the affected tissue processing runs from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum ethanol concentration of 98% is required for use in the final dehydration step of a protocol. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available found that the instrument functioned as designed during execution of the two (2) tissue processing runs, from which sub-optimal processing of patient tissue samples would have been derived. Manufacturer evaluation of the service record for the instrument showed that the instrument was serviced by a third-party service provider. A leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.